Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level at the time of incident was 575 mg/dl, and was 504 mg/dl at the time of call. The customer was wearing the device at the time of admission. The customer was treated with fluids and the customer's blood glucose level dropped to the 200 mg/dl range. The cause per the health care provider was hyperglycemia and other abnormal blood chemistry. The doctor changed the basal rates. The customer was shipped a tubing clamp and was advised to call back to troubleshoot. The caller was advised that the customer should change their entire set, reservoir, and insulin and treat accordingly. Nothing was replaced or returned.